Event description:
The product was implanted on 12/23/96 by dr. The catheter disconnected from the port and was reconnected by another dr. On 1/16/97. After reconnecting the catheter to the port the surgeon felt they were secure and tight and did not forsee them coming apart again. This occurred in two patients, whose implant and revision dates are identical.